Event description:
It was reported that the patient was experiencing pain and overheating at the ipg site all the way to the midline incision site. The patients symptoms persisted despite the reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing pain and overheating at the ipg site all the way to the midline incision site. The patients symptoms persisted despite the reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.